Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart, a cold reset was performed alarm happened after each battery replacement. No harm requiring medical intervention was reported. Customer stated that batteries lasting less than a week, insulin pump sound like it was having trouble rewinding. The device will not be returned for analysis.